Manufacturer narrative:
It was indicated by an arjo service technician that the issue was caused by a faulty control panel located in the head right side rail. In the analysed case, no visible damage was observed on the control panel. The issue was resolved by replacing the head left side panel. The occurrence of the e300 error code indicates that a control button on the panel was depressed for more than 90 seconds. Based on this, it can be assumed that one of the buttons may have been accidentally activated earlier by an object or a person, causing the device to move. According to the citadel plus instruction for use (IFU 831.374.en), to clear the error code, pressure must be removed from the control buttons. If the error code does not clear, service intervention is required. Nevertheless, based on the information received, no stuck buttons were found on the replaced side panel or any of the other side panel on the bed. Therefore, the exact cause of the reported issue could not be determined. The citadel plus instructions for use (IFU 831.374.en) include the following information regarding regular check of the bed: "check that the patient controls, care giver controls and attendant control panels operate correctly" - weekly by the caregiver "carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)" - weekly by the caregiver "failure to carry out these checks or continuing to use product if a fault is found, may compromise the safety of both patient and caregiver. Preventive maintenance can help to prevent accidents." In summary, the citadel plus bed frame was not up to the manufacturer¿s specification due to faulty side panel. No patient was involved. The complaint was assessed as reportable due to allegation that the bed moved on its own.

Event description:
During the quality control check of the citadel plus bed frame at the arjo service centre, it was observed that the bed raised on its own while plugged in. An e300 error code was noticed. There was no patients involvement. No injury was reported.